Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error due to blank display noted. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer parent reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer was in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer parent also reported critical pump error. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.